Event description:
Felt like my knee was locked [knee lock] . Quality of life has went to downhill [impaired quality of life] . Can't walk without limping [limping] . Extreme pain [aching (r) knee] . Knee was swollen [swelling of r knee] . Case narrative: initial information received on 02-jul-2019 regarding an unsolicited valid serious case received from patient via health authorities of united states under reference number mw5087449. This case involves patient (demographics and age: not provided) who experienced can't walk without limping, felt like my knee was locked, extreme pain, knee was swollen, and quality of life has went to downhill, after he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, injection at the dose of 1 df for once only via intra-articular route in right knee (lot - 8rsl056) for unknown indication. On (B)(6) 2019, after unknown latency, patient experienced that knee was swollen and felt like knee was locked and could not walk without limping. It was also reported that since two months no improvement was observed. On the unknown date in 2019, patient went back to physician and was given steroids and tramadol for extreme pain. It was also reported that patient's quality of life had went to downhill. The event of extreme pain was assessed as serious with seriousness criteria of intervention required and medically significant. The events of knee was swollen, quality of life had went to downhill, felt like my knee was locked and can't walk without limping were assessed as serious with the seriousness criteria of medically significant. Final diagnosis was quality of life has went to downhill, knee was swollen, extreme pain, felt like my knee was locked and can't walk without limping. Action taken: not applicable for all the events. Corrective treatment: unspecified steroids and tramadol (tramadol) for extreme pain; not reported for rest of the events. Outcome: unknown for extreme pain and quality of life has went to downhill; not recovered for all other events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one. Batch number: 8rsl056 global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl056 expiration date (2021-08) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl056 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 16-aug-19 there is 1 complaints on file for lot# 8rsl056 and all related sublots. (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required. Final investigation complete date: (B)(6) 2019. Additional information received on 16-aug-2019. Investigation summary received and ptc results added.

Event description:
Can't walk without limping [limping]. Felt like my knee was locked [knee lock]. Extreme pain [aching (r) knee]. Knee was swollen [swelling of r knee]. Quality of life has went to downhill [impaired quality of life]. Case narrative: initial information received on 02-jul-2019 regarding an unsolicited valid serious case received from patient via health authorities of united states under reference number mw5087449. This case involves patient (demographics and age: not provided) who experienced can't walk without limping, felt like my knee was locked, extreme pain, knee was swollen, and quality of life has went to downhill, after he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate, injection at the dose of 1 df for once only via intra-articular route in right knee (lot - 8rsl056) for unknown indication. On (B)(6) 2019, after unknown latency, patient experienced that knee was swollen and felt like knee was locked and could not walk without limping. It was also reported that since two months no improvement was observed. On the unknown date in 2019, patient went back to physician and was given steroids and tramadol for extreme pain. It was also reported that patient's quality of life had went to downhill. The event of extreme pain was assessed as serious with seriousness criteria of intervention required and medically significant. The events of knee was swollen, felt like my knee was locked and can't walk without limping were assessed as serious with the seriousness criteria of medically significant. Final diagnosis was quality of life has went to downhill, knee was swollen, extreme pain, felt like my knee was locked and can't walk without limping. Action taken: not applicable for all the events. Corrective treatment: unspecified steroids and tramadol (tramadol) for extreme pain; not reported for rest of the events. Outcome: unknown for extreme pain and quality of life has went to downhill; not recovered for all other events. A product technical complaint was initiated and results were pending for same with global ptc number: (B)(4).